Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided reset instructions. The same malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with the recommendation to call back if any further issues arise.